Event description:
Patient reported that the strip vial expiration date, printed on the vial, is 09/2005; however, according to the manufacturer's electronic inventory, the correct expiration date for the strip lot is 09/1999. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.